Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 28 synergy¿ drug-eluting stent was selected for use. However, when the device was unpacked, it was noted that the stent was already lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.